Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve was discolored showing evidence of blood contact. The valve holder remains attached to the valve but appears to have been slightly pulled and separated from the sewing ring. Two suture tips remain within the stent cloth on the back of the non-coronary left and left right stent posts. The valve holder appears intact. No evidence of damage on the valve holder and/or rotor. All suture tips are jagged not smooth, indicating they were broken rather than cut. The break surface of each tip appears consistent with historical events that indicate the valve holder was over-ratcheted. Necking or reduction in diameter is noted adjacent to the break. The rotor was removed from the valve holder; intact. The sutures appeared curled showing evidence the sutures were wound around the rotor. Note: the tips of the sutures that remain attached to the rotor show the same jagged break surface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Conclusion: the analysis and investigation is in progress. A supplemental report will be submitted after completion of the investiga tion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 25mm mitral bioprosthetic valve, it was reported that the suture was broken during usage of the cinch. The valve was never implanted and no adverse patient effects were reported.